Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) due to its location. The patient underwent a revision procedure where the ipg was relocated and replaced. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.